Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on activation prior to usage of the video laryngoscope, with a new battery inserted a blue screen appears with either a loading style icon or a flashing empty battery icon. This persists for some time meaning device cannot be used. It requires the device to be power cycled several times before video was displayed. Happened with any new battery, but once battery has been power cycled several times it worked as expected in any unit its placed in. This has delayed intubation on patients wherein an alternative device has been sourced.